Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Cmpl-(B)(4)